Event description:
The restored implant was placed elsewhere. There was a hex of a broken abutment which was not able to be removed, therefore the implant had to be removed.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to. The corrected information is that it was not a screw that fractured and got stuck in the implant. It was an abutment that broke and the hex got stuck in the implant. The following sections are being reported: b5. Describe event or problem d2. Type of device h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one fractured abutment hex, stuck inside the implant's internal drive feature. A visual evaluation was performed, the implant has signs of use, apparent bone / tissue attached to external threads. The implant's collar was seen damaged likely due to removal process. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unk abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is customer error / patient factors. Therefore, based on the available information, a device malfunction did occur. A fractured abutment hex was seen stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Per indicated: the restored implant was placed elsewhere. There was a fractured screw of the abutment or prosthetic screw which was not able to be removed, therefore the implant had to be removed.

Manufacturer narrative:
Zimvie complaint (B)(4). . D10: tsv4b10, imp,tsv,4.1mm,sbm,10, lot number 63276264.